Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed options. The lead remains in service. No adverse patient effects were reported. Additional information was received from the field that the rv lead was surgically abandoned. No additional adverse patient effects were reported.